Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), (B)(6), (B)(4). All codes apply to product ID: 3889-33. Onlyif information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient went in fora normal battery replacement and the manufacturing representative (rep) tested the wires and told the health care professional that they suggested replacing the wire too. The patient stated that she was telling the rep her symptoms at the surgery because she was having major back pain and pain at where the device was. The patient also noted that the stimulation was going into their legs really bad. The patient stated that the ins and lead were replaced and they moved the pocket in surgery. It was stated that the rep checked the lead and found out it was bad. There were no further symptoms or complications reported or anticipated.